Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural and post-procedural images were not provided. The reported event could not be confirmed. The instructions for use identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the patient had a thrombotic occlusion and vertebral artery aneurysm. Three days after the stenting, paralysis was observed in the pica territory. Angiography revealed an occlusion of the stented part of the vertebral artery where the fred was implanted. During stenting, the patient was confirmed to be a low responder to clopidogrel, so cilostazol was administered instead of aspirin. No other additional treatment was performed. The patient was reported to be in a "serious condition," but they recovered.